Event description:
Pt developed eye infection 12/2005. Presented to ophthalmologist in 01/2006 with extreme pain, photophobia and blurring in left eye. Diagnosed with corneal ulcer 3 days later. Underwent corneal transplant.